Event description:
A malfunction was reported by the customer involving a pump. There was no information provided regarding the impact on the customer¿s blood glucose level. Technical support attempted to reset the pump but encountered repeated malfunctions. The device was scheduled for return, and a replacement pump was provided.